Event description:
It was reported that the patient underwent an anterior fusion surgery at t12-l3 to treat idiopathic scoliosis. The patient reported back to clinic sometime post-op and it was noted that the rod was broken. It was also noted that the patient was experiencing back pain. No revision surgery has been scheduled yet as it is unsure whether fusion has occurred. No additional patient complications have been reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.